Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and pouch from the lot number provided in the report. The label matches the product returned. The device had been fully reinserted into the provided racetrack. Our laboratory evaluation of the product said to be involved confirmed the report. The racetrack was flushed with 30cc of water prior to removal of the device to prevent further damage to the coating. There is wire guide coating damage near the distal end. The coating was split, and a section of core wire was exposed approximately 26.8cm to 29.9cm from the distal tip. No portion of the coating appears to be missing. No other anomalies were detected. Lab meetings were held with quality engineering and manufacturing engineering on 15 nov 2022 and with quality engineering and production leadership from wire guides department on 10 nov 2022. Both parties determined, upon visual inspection, that the device was nonconforming as the coating damage was caused by the scoring process completed during manufacturing of the wire guide. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of a manufacturing operator related complaint. Retraining of the operator was completed to address this occurrence. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for a biliary procedure, the user selected a cook acrobat¿ calibrated tip wire guide. It was reported that the physician opened the package of the wire guide and found out that the coating of the wire guide peeled off 25cm from distal end. The physician then changed to another of the same device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.